Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. Performance data from the device was also analyzed. Analysis revealed high resistance/impedance. High battery impedance led to elective replacement indication [eri] and battery depletion was indicated due to high battery impedance logged on (B)(6) 2011, prior to explant.

Event description:
It was reported that the device was prematurely at elective replacement indicator and pacing at vvi 65. The patient has pacemaker syndrome and became symptomatic. There was a concern that the vvi 65 pacing was causing the patient's transient ischemic attacks. It was further reported that there was atrial oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.